Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although a root cause could not be identified it is presumed the likely cause of the reported scope communication error with no image is traced to component failure due to fluid/moisture ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the colonovideoscope exhibited a scope communication error code, e216, with no image. There was no patient involvement.